Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. A likely cause of the event is as stated in the complaint, the patient fell. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
A surgeon has reported to the sales reps that the patient has reported ongoing pain in the area of the implants post achilles speedbridge surgery that was performed on (B)(6) 2016. During the procedure the bone was prepared using the drill and drill guide provided in the achilees speedbridge kit. Follow-up investigation: patient reported pain throughout the first nine months post the (B)(6) 2016 procedure. Patient has had no other reaction symptoms besides pain. Patient had no reported injury or trauma post the (B)(6) 2016 procedure. On (B)(6) 2017 same surgeon performed a second surgery which was a subchondroplasty. It was reported that the patient's second (B)(6) 2017 surgery was performed to relieve patient pain from the original achilles speedbridge surgery. No arthrex product was explanted during the (B)(6) 2017 procedure. During the second surgery subchondroplasty technique the surgeon used non-arthrex product calcium phosphate. Since the second surgery patient is reported to still be experiencing pain.